Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had auxiliary drawer failure. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 20-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open. The field service engineer (fse) arrived at the station and found that the auxiliary door seven did not open when commanded. The fse extended the kicker spring, adjusted the slide and brackets, and then verified proper operation of the drawer afterward. The fse diagnosed that the full-height drawer was defective, so it was replaced. The cube pockets were removed from the old drawer and installed in the new drawer, which was assigned as drawer seven. The pockets were installed, and proper operation was tested. The system functioned as intended after the field service engineer repaired the device.